Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this pacemaker and non boston scientific right atrial (ra) lead resulting in the minute ventilation (mv) feature being switched. This occurred around the implant of this pacemaker. At the lead check the ring to device configuration pace impedance measurements were less than 200 ohms with the other configurations within normal range. No oversensing was observed and the mv feature was on. Technical services (ts) noted the diagnostics are ok and to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.